Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the tourniquet was removed after a 2 hour arthroscopic procedure of the knee, swelling was noted in the patient's upper leg and groin. Swollen area was approximately 25cm in diameter and quite hard, the area was reddened in places. The area was marked for observation and reported in handover to the pacu nurse, during the handover approximately 10-15 minutes post tourniquet removal, the area was noted to be significantly improved, softer and reduced margins of affected area. On consultation with surgeons they suggested that the problem could potentially be the fluid pump and queried if the pressure is correctly calibrated.

Event description:
It was reported that when the tourniquet was removed after a 2 hour arthroscopic procedure of the knee, swelling was noted in the patient's upper leg and groin. Swollen area was approximately 25cm in diameter and quite hard, the area was reddened in places. The area was marked for observation and reported in handover to the pacu nurse, during the handover approximately 10-15 minutes post tourniquet removal, the area was noted to be significantly improved, softer and reduced margins of affected area. On consultation with surgeons they suggested that the problem could potentially be the fluid pump and queried if the pressure is correctly calibrated.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: installed product: product: crossflow arthro pump console, product code: 04500000001, serial number: (B)(6). Initial fault details: problem description: the pump is putting out too much pressure into pts. Fault diagnosis and results: crossflow console inspected & functionally tested per qip. Automated testing software fails to communicate with device, indicating a mainboard defect which will require replacement. Mainboard governs pressure regulation in the crossflow which will be rectified by replacement and subsequent calibration. After repair and re-functional test to manufacturer specification, device will be electrically safety tested before returned to customer. Repair details: further troubleshooting during repair observed failure of the inflow cassette assembly instead of the mainboard (without fault). Mechanical issues also observed with power button & a/c inlet pcba; units also replaced and wiring re-routed. Your device has also been software upgraded to the new reconisense tc (temperature control) interface, in agreement with your sales representative - please reach out to jordan.coleman@stryker.com for support where required. After repair, device re-calibrated, tested per manufacturer specification and est'd probable root cause: 1. Pressure sensor malfunction/out of calibration. 2. Inflow cassette/ tubing pressure sensor membrane failure. 3. Mis-inserted cassette/ tubing. 4. Motor encoder malfunction/failure (inflow and/or outflow). 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure. 6. Roller wheel failure due to peristaltic tubing debris build-up. 7. Main board (all) /imx failure (cf). 8. Software malfunction (1, 3, 3.1, 3.4, 3.15, 3.16, 3.17, 4,, 8 for cf, or related modules in other pumps). 9. Use error (h1, h2, h3, h4, h5, p1, p2, p6, p7, p8, p11, p13, p14, p17, g1, g2, g3, g4, g5, g6, s1, s2, s3, s6, c1, c2, c4). 10. System design. 11. Unwanted movement of internal components/wiring. 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design). 13. Pump operated at least-favorable environmental conditions for extended period of time. 14. Run screen does not adequately indicate overpressure situation. 15. Miniwash malfunction (cf). 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). 17. Excessive use of wash or turbo . 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates. 19. Power failure of pump. 20. Pressure sensor stuck behind the sensor bracket. 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 22. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.